Event description:
In 2009, the patient was implanted with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm combined with a dissection. After deployment of the trunk-ipsilateral leg component, it was noticed that the device was deployed in the false lumen of the aorta. The patient was converted to open repair and the device was explanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.